Event description:
The facility reported that 12 days post-op the patient had an infection in the eye that was operated on.

Manufacturer narrative:
The facility reporting this event was contacting all device manufacturers whose devices were used during the surgery. There was no implication that the malyugin ring caused the event and there was no report of the device malfunctioning.